Event description:
Caller states patient tested 2.3 inr on the coaguchek s system and 1.5 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20182931, expiration date 02/29/2012). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek s system.